Event description:
The patient reported experiencing hypoglycemia (33mg/dl) with no symptoms. The patient treated with food.

Manufacturer narrative:
The pump was reviewed with the patient and found to be operating correctly. The patient has contacted their health care provider to review settings. The patient has continued to use the pump with no issues. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: 09/09/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 09/03/2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the pump battery compartment was found to be cracked in two places.